Event description:
It was reported that the zimmer ats 3000 tourniquet was not providing enough pressure. No additional clinical info was received prior to this report. If additional info is received, a follow up medwatch will be submitted.

Manufacturer narrative:
The device was returned to the MFR for repair and evaluation. The service record indicates that the device was manufactured on (B)(4) 2012 and has no repair history at zimmer surgical. Evaluation of the device observed that the device initially booted into the "cal m fail" error state for both ac and dc power; however, the device met calibration and functional specifications prior to repair. The customer did not return any cuffs or hoses for evaluation. Unable to determine cause of the customer's reported event; however, a leaking cuff or hose could cause the device to be under pressure. According to the operator and service manual for the zimmer a.t.s 3000, a pressure alarm will occur when the pressure in a cuff is more than 15 mmhg from the pressure set point. It is also possible for a cuff to have a leak that is substantial but which the unit can compensate for by continual pumping. The device was serviced and returned to the customer.